Event description:
It was reported that during the service evaluation of the device the glass cover of the led was found to be disassembled. As the event occurred during evaluation at the manufacturer, no patient involvement or procedural delays were associated with this event.

Manufacturer narrative:
The reported event that the led was broken was confirmed during visual inspection. Any physical impact to the pointer can cause product damage.

Event description:
It was reported that during the service evaluation of the device the glass cover of the led was found to be disassembled. As the event occurred during evaluation at the manufacturer, no patient involvement or procedural delays were associated with this event.